Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file began capturing low flow events on (B)(6) 2019. These continue to occur intermittently throughout the remainder of the log file. There do not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. No further or additional information was provided. The log file began capturing speed drops less than the low speed limit and / or pump stoppages on (B)(6) 2019. These continue to occur intermittently throughout remainder of the log file. The speed drops and pump stoppages appear to be caused buy a percutaneous lead issue. The data showed multiple pump stops and low speed advisories. Speed drops were as low as 0 rpm. These issues only appear to be occurring while the vad is connected to the power module. The last pump stop was on (B)(6) 2020 and the last low speed advisory was on (B)(6) 2020. These all occurred while attached to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. On (B)(6) 2020, a log file analysis showed that there have been no further pump stops or low speed drops. However. There were some low flow alarms. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, the low speed events and pump stops could be indicative of an issue with the driveline. Analysis of the submitted log files also confirmed intermittent low flow hazard alarms while the pump was operating above the low speed limit; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the log file findings and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The files contain cumulative data from 30oct2019 at 09:31pm through 05feb2020 at 07:46pm. Low speed events were captured on several days of the file ¿ 05dec2019, 09dec2019-11dec2019, 16dec2019-18dec2019, 20dec2019, 29dec2019, 09jan2020-10jan2020, and 16jan2020. These events included pump stops on 29dec2019, 09jan2020, and 10jan2020. These events were associated with low speed advisory, low speed hazard, low flow hazard, and driveline disconnected alarms. It should be noted that a short-to-shield event can trigger the driveline disconnect alarm on the pocket controller software version 7.23. All low speed events and pump stops appeared to occur while the patient was supported by the power module. Additionally, low flow alarms were captured while the pump operating above the low speed limit, on 30oct2019, 03nov2019, 05dec2019, 01jan2020, 16jan2020-19jan2020, 24jan2020-26jan2020, 28jan2020, 02feb2020, 03feb2020, and 05feb2020. Estimated flow was captured at 2.4 lpm for each of these events. A specific cause for these alarms could not be conclusively determined. Review of the patient¿s complaint history found that low speed alarms were previously confirmed on 03sep2019 (investigated under MFR# 2916596-2019-04524). The observed low speed event occurred while the patient was supported by the power module. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU addresses all system controller alarms (including low speed hazard, low flow hazard, and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was also reported that there have been no further pump stops or low speed events. No further information provided.